Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker exhibited syncope. The patient was in a 2:1 heart block at the time. The device was confirmed to be operating as programmed; however, av search may have contributed to the 2:1 conduction. Subsequently, the av search was programmed off. This pacemaker remains in service and no further observations have been reported.